Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer's mother reported via phone call indicating that the customer experienced high blood glucose of 457 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The caller stated that the customer had issues with excessive no delivery alarms. The customer was able to treat their blood glucose with the insulin pump, but that did not mean the issue was resolved. The caller stated that the customer was hospitalized a week prior with blood glucose levels over 1000 mg/dl. The customer did not provide any further information about the incident. The customer was shipped new reservoirs.